Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3272-10, serial# (B)(4), implanted: (B)(6) 2001, product type: receiver. Product ID: 3887-33, lot# j0019931v, implanted: (B)(6) 2001, product type: lead. Product ID: 3887-3,3 lot# j0015941v, implanted: (B)(6) 2001, product type: lead.

Event description:
A consumer reported that in 2002 he had one lead rewired because one of the leads had come loose. The consumer had a dual lead and they were able to get him the same coverage with just one lead. Symptoms were noted as the device stopped working. Additional information received from the consumer reported his spinal stimulator was working fine for him; although he expressed interest in a MRI safe device possibly for some time in the future. Indication for use included other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.